Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('over 800 women in our group have become pregnant with essure in place'), device dislocation ('essure migrates'), perforation ('device perforate other organs') and autoimmune disorder ('essure causes autoimmune disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and inflammation ("the inflammatory response does not stop and creates chronic inflammation throughout the body"). At the time of the report, the pregnancy with contraceptive device, device dislocation, perforation, autoimmune disorder and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device dislocation, inflammation, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: we have connected the link between our rapid an discontinued decline in health after having essure implanted and relief of many symptoms after it is removed from our bodies. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('over 800 women in our group have become pregnant with essure in place'), device dislocation ('essure migrates'), perforation ('device perforate other organs') and autoimmune disorder ('essure causes autoimmune disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and inflammation ("the inflammatory response does not stop and creates chronic inflammation throughout the body"). At the time of the report, the pregnancy with contraceptive device, device dislocation, perforation, autoimmune disorder and inflammation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device dislocation, inflammation, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: we have connected the link between our rapid an discontinued decline in health after having essure implanted and relief of many symptoms after it is removed from our bodies. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.